Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During testing and evaluation, it was discovered that the l2 coil was out of specification on the power board and there were signs of overheating. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not turn on. While in service, it was discovered that the unit overheated. This reported issue was discovered while in service, therefore there was no patient involvement.